Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a 36-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, leg pain, conjunctivitis, bacterial vaginosis, carbuncle, urticaria, vaginal discharge, urinary tract infection, chronic cervicitis, uterine bleeding, necrosis nos, constipation, cesarean section and leukocytes agglutination. Approximate weight at the time of essure placement 110 lbs. What did your healthcare provider tell you about your results? Everything was in place and everything was normal. Previously administered products included for birth control: depo provera in 2007. Concurrent conditions included body mass index low, leiomyoma nos and multiparous. Concomitant products included metronidazole and norethisterone (norgestin). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroids"), 9 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain / loss (specify which one)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, weight fluctuation, anaemia, uterine leiomyoma and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anaemia, headache, hormone level abnormal, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 158 lbs. Right side: there were 5 coils trailing into the uterus. Left side: there was noted to 1 trailing coil from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: good, everything was in place and everything was normal.. Concerning the injuries reported in this case, the following ones anemia, uterine fibroids medical record: uterine fibroid, anemia, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal/abdominal pain') and genital haemorrhage ('hormonal changes describe: heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, leg pain, conjunctivitis, bacterial vaginosis, carbuncle, urticaria, vaginal discharge, urinary tract infection, chronic cervicitis, uterine bleeding, necrosis nos, constipation, cesarean section and leukocytes agglutination. Approximate weight at the time of essure placement 110 lbs. What did your healthcare provider tell you about your results? Everything was in place and everything was normal. Previously administered products included for birth control: depo provera in 2007. Concurrent conditions included body mass index low, leiomyoma nos and multiparous. Concomitant products included metronidazole and norethisterone (norgestin). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroids"), 9 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches") and muscle spasms ("leg cramps/hormonal changes: leg cramps") and was found to have weight increased ("weight gain / loss (specify which one)/weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, headache, weight increased, anaemia, uterine leiomyoma and hormone level abnormal outcome was unknown and the genital haemorrhage, migraine and muscle spasms had resolved. The reporter considered abdominal pain, anaemia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 158 lbs. Right side: there were 5 coils trailing into the uterus. Left side: there was noted to 1 trailing coil from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: good, everything was in place and everything was normal.; in (B)(6) 2007: good. Concerning the injuries reported in this case, the following ones anemia, uterine fibroids medical record: uterine fibroid, anemia, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event leg cramps and genital bleeding were added. Outcome of the event genital bleeding, leg cramps and migraine were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, leg pain, conjunctivitis, bacterial vaginosis, carbuncle, urticaria, vaginal discharge, urinary tract infection, chronic cervicitis, uterine bleeding, necrosis, constipation, cesarean section and leukocytes agglutination. Approximate weight at the time of essure placement (B)(6) lbs. What did your healthcare provider tell you about your results? Everything was in place and everything was normal. Previously administered products included for birth control: depo provera in 2007. Concurrent conditions included body mass index low, leiomyoma nos and multiparous. Concomitant products included metronidazole and norethisterone (norgestin). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroids"), 9 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain / loss (specify which one)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, weight fluctuation, anaemia, uterine leiomyoma and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anaemia, headache, hormone level abnormal, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Right side: there were 5 coils trailing into the uterus. Left side: there was noted to 1 trailing coil from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: good, everything was in place and everything was normal. Concerning the injuries reported in this case, the following ones anemia, uterine fibroids medical record: uterine fibroid, anemia, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received: case become incident. Lot number was added. Previously reported event injury nos updated to events: abnormal bleeding (vaginal), hormonal changes, menorrhagia, migraines, headaches, weight fluctuation, anemia, uterine fibroids, abdominal pain added. Medical history, concomitant drug, reporter information, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.